Event description:
When programming the pump for a continuous infusion, the pump was set in mg/hr instead of ml/hr. The screen is difficult to view related to the size of the numerics and glare on the screen.